Event description:
Customer reportedly received results of 340 mg/dl and 116 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
It was reported that the surgeon inserted a aq2015a silicone three piece lens and the lens tore upon insertion. The incision was enlarged to remove the lens and another staar lens was implanted. Sutures closed the wound.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.